Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. Troubleshooting was performed and had a crack on near reservoir. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. P-cap locked in place properly during testing. Unit passed the displacement test. Unit received with partially broken retainer, label damage (stained), pillowing keypad overlay, broken reservoir tube lip, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side and scratched case. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when broken reservoir tube lip and partially broken retainer were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.